Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, tissue damage, necrosis, exposure to metal debris and fluid accumulations around the hip reported.